Manufacturer narrative:
Concomitant medical products: sdr303b ipg, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead insulation was "cracked and flapping" off of the conductor wires. The ra lead also exhibited low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.